Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reay0719 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerline 6 fr d/l catheter was placed on (B)(6) 2018. After placement it was noted that the device has an expiration date of 2/28/18.